Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn0206 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when inspecting the catheter affected prior to placement, an operator found sand holes near the tip of the catheter. It leaked liquids. The device was not used on a patient.

Event description:
It was reported that when inspecting the catheter affected prior to placement, an operator found sand holes near the tip of the catheter. It leaked liquids. The device was not used on a patient.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 3 fr single lumen groshong clearvue catheter with a stiffening stylet and flushing hub inserted was returned for evaluation. An initial visual observation showed no blood residue on the returned sample. A bend was observed in the stiffening stylet approximately 19 cm from its distal tip. The proximal end of the catheter was measured to be positioned on the cannula of the flushing hub approximately 0.4 cm distal to the white plastic of the flushing hub. The catheter was flushed with a 12 ml syringe of water and the catheter was found to be patent to infusion and aspiration. A leak was observed in the catheter approximately 2.3 cm proximal to its distal tip when the catheter was pressurized. A microscopic observation revealed multiple small splits in the catheter at the leak site, which was found to be approximately 0.1 cm distal to the distal tip of the stylet within the catheter. One of the splits was observed to be larger than the other adjacent splits, and two additional splits were found directly opposite these splits. The edges of the splits were observed to be uneven and somewhat rough. The fracture surfaces were observed to be uneven but granular in texture. The edges of the splits appeared to be more even on the inner wall of the catheter, and the splits were observed to be slightly larger on the inside of the catheter, which suggests the catheter was damaged from within. The characteristics of the damage observed on and within the returned catheter suggest the damage was most likely caused by manipulation of the stiffening stylet within the catheter prior to flushing the catheter and/or compression of the catheter with the stylet still inserted. The product IFU states ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿ and ¿preflush catheter with sterile normal saline.¿ a lot history review (lhr) of redn0206 showed no other similar product complaint(s) from this lot number.